Manufacturer narrative:
The event date, patient's weight, and explant date are unknown. The investigation results will be provided in the final report.

Event description:
Device 3 of 5. Reference MFR. Report#: 3006705815-2020-02046, reference MFR. Report#: 3006705815-2020-02047, reference MFR. Report#: 1627487-2020-21166, reference MFR. Report#: 1627487-2020-21167. It was reported the patient's scs system was explanted due to ineffective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 5; reference MFR. Report#: 3006705815-2020-02046, reference MFR. Report#: 3006705815-2020-02047, reference MFR. Report#: 1627487-2020-21166, reference MFR. Report#: 1627487-2020-21167.